Event description:
It was reported that following a sling procedure. The pt began leaking urine from the left abdominal access point. The pt returned to the e.r. Where the doctor scoped the pt and found the tissue had eroded into the bladder. The doctor will remove the tissue.